Manufacturer narrative:
The company service representative examined the system and confirmed the reported event of no phaco power. The company service representative disassembled the footswitch and found foreign material was obstructing the treadle from being fully depressed. The company service representative removed the foreign material to address the issue. The footswitch then functioned as intended. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Per the operator¿s manual, debris/foreign material including fluid residue stuck on the footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch and therefore must be removed prior to use. The root cause was foreign material underneath the footswitch treadle, which caused the nonconformity. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure there was no phaco power.